Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial #: (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial #: (B)(4), implanted: (B)(6) 2007, product type: extension. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(4), ubd: 01-apr-2012, UDI#: (B)(4). Product ID: 3708260, serial/lot #: (B)(4), ubd: 19-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having their ins replaced today. It was reported that the rep was getting oor when they were programming the right side of the lead. They stated that they entered 2x8 surgical lead configuration. The model number of the patient¿s lead that they were registered for was reported as well as the extension, which they stated implies they had another 8 contact percutaneous lead, but the rep was not sure. Technical services recommended checking their record further or taking an x-ray to confirm the system. The rep stated that a connectivity check was good when it was plugged into the new ins. The rep ran impedances and 9 through 17 electrodes were greater than 40,000 ohms and electrodes 1 through 7 were between 800 and 1000 ohms and electrode 8 was 860 ohms. The rep changed the reference electrode and everything was similar. The rep stated that the patient was not getting stimulation on their right side, but that the patient stated they had good therapy prior to the replacement today, including right side stimulation. Prior to the surgery it was reported that the patient was using group a with contacts 9, 11, 12,14 and group b they used contacts 2, 3, 4, 10, 11, 12, and 13. Now the patient was only getting stimulation if using if they were using electrodes 1 through 7 for programming, but a connection issue was likely. The impedance issue occurred on (B)(6) 2018. The rep called back later the same day to follow-up on the case. They stated that there was some sort of connectivity issue after the surgery was over. The rep stated that there would be a revision to address the connectivity issue. The case had been scheduled for (B)(6) 2018. They stated that the medical doctor thought that there was an extension or lead issue not an issue with the connection into the battery. No further complications were reported/anticipated.

Event description:
Additional information was received by the manufacturer representative on 2018-oct-24 that the #14 contact showed "avoid" on the impedance check after surgery but was not at 850 ohms. #7 and #15 were out of range prior to replacement surgery but resolved once they were connected to the new ins. The electrodes were still out of range on the right side (# 8, 9, 10, 12, 13, and 15). The patient still was not getting stimulation on the right side. The caller stated that they thought impedance changed since the new ins was placed. Additional information was received from a health care provider (hcp) via a manufacturer representative on 2018-oct-29 reporting that the cause has not yet been determined. The ins, programmers, and rechargers were replaced. The issue had not been resolved as the surgery was going to be on the day of the report ((B)(6) 2018). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.